Event description:
Customer's mother reported via phone call that the customer jumped into the lake wearing the insulin pump and the buttons are sticking and number scrolling on screen when attempting to deliver a bolus. Blood glucose value was 280 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.